Event description:
It was reported that a screw is pushing up under rear label. No patient involvement.

Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 11/27/2024. One device was received for evaluation. During visual and functional testing, the reported issue of the device "screw pushing up under rear label" was verified. The issue was determined to be caused by improper assembly from a previous service. To address the problem, the device was repaired, and all screws are not protruding from label. After this repair, the device successfully passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.